Event description:
It is reported that a patient's mother called stating that her daughter received an alarm on her insulin pump. The patient's blood glucose was not recorded. The patient did have to take 7.6 units of manual injection. The customer called stating that the insulin pump failed to deliver insulin after her daughter had eaten food and that the lcd screen went black. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a full segments display anomaly, isolated to the interface board. No alarm could be verified due to the display anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.